Event description:
Patient presented with low grade fever and was explanted. Lateral valve buttonhole never formed. Valve was placed in breast tissue and could be observed through the skin due to healing of the incision line. Hematoma formed due to difficulty with cannulation.